Manufacturer narrative:
This event is part of the CAPA-00006419 emblem sicd transient memory corruption, single event upset.

Event description:
It was reported that interrogation of this device had a red screen with a template lost error code and a message for sensing not fully optimized. Technical services reviewed downloaded memory data and confirmed a reset had occurred along with a tc error due to memory corruption. The device was successfully reset with a magnet to clear the errors. There was no impact on therapy. There were no adverse patient effects. The device remains implanted. This event is in (B)(4) emblem sicd transient memory corruption, single event upset.